Event description:
The reporter stated that the customer experienced an underinfusion during the pt use. The pt was in the oncology ward. An infusion with ifosfamide should be given during 5 days, one bag cytostatic drug per 24 hours. When the first bag should be empty and be exchanged, around 1 p.m., there was a lot of solution remaining. The infusion rate was increased from 42 ml/h to 60 ml/h. At 6.15 p.m., the bag was empty. This was a delay of 5 hours. Next bag was weighed to 1187 mg (including the plastic bag) before start. It was noted that the bag could have contained more than 1000ml due to increased drug content. Although the infusion lasted 5 hours longer than expected, no injury resulted.